Event description:
Per steve the footrest support assembly is bent in towards chair. The bend area is at the upper curved section where it starts to go downward.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.